Event description:
It was reported that, during the use of the product, a "no message" alarm sounded. So the customer detached the cassette and re-attached it again. After that, the alarm was settled. However, a couple of minutes later, the same alarm sounded went off again. This report addresses the pump. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received in relation to this event. All labels were still intact. No physical damage was found on the device. Reported problem was found in the event history log on (B)(6) 2021. A function test was performed using the cassette used when the event occurred and the reported problem could not be replicated. As a preventative maintenance, the downstream sensor was replaced, and upstream sensor was re-calibrated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.